Event description:
Customer reported, the system will not produce x-rays

Manufacturer narrative:
A ge representative evaluated the system and replaced a cable connecting the footswitch interface board to the fluorofunctions board (information derived from part number provided by fse). System operates as intended.